Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, at the first firing, the reload was connected to the handle to resect the rectum. The jaws of the reload were closed when the product was put in the trocar, but it felt that the jaws were opening wider than usual. The gap between the cartridge and the anvil was large. When checking on the laparoscopic monitor, it was noted that the jaws were opening wider than usual, but the product was used as it was. There was no problem with staple formation. There was no patient injury.